Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 382533. Lot # 4116721 mnf date 2024-04-26 exp date 2027-04-30.

Event description:
It was reported that bd insyte autog bc has a hole in the catheter. The following information was provided by the initial reporter: catheter has hole in it near hub (B)(6) 2024. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No harm was caused to patient or staff for the catheters that were identified with the defect. 2. Was there any leak? Yes, that is how the defective catheter was identified.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a hole in the catheter could not be confirmed from the unused representative 20ga insyte autoguard units that were received in sealed unit packaging from lot: 4116721. A visual examination and functional test revealed no leaks, damage, or defects in the returned samples. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.